Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's drain volume was 3694ml. The largest prescribed fill volume was 2300ml. This meets iipv criteria. No patient injury or medical intervention was reported. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain. Use error, tidal uf removal set too low. The device will be routed to the service area.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by the baxter product analysis lab (pal) and was determined to meet functional and electrical performance specification requirements per returned instrument test evaluation (rite) testing. The device passed the rite electrical test and the rite functional test. Review of the device?s alarm log confirmed the ldv alarm reported on (B)(6) 2010. Review of the therapy and event logs revealed the last therapy performed using the device was initiated (B)(6) 2010 ending (B)(6) 2010 and was successfully completed. Continued device log review revealed 2 increased intraperitoneal volume (iipv) had occurred. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty of low drain volume alarms, the patient expiration or the iipvs found in the device logs. The device functioned as designed. Review of the device's previous service record revealed no issues that may have contributed to the iipvs found in the logs or the patient expiration. The assignable cause of the 2 iipvs found in the device logs was determined to be the tidal ultra filtration (uf) removal set being too low. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem with this device.

Manufacturer narrative:
(B)(4). The device has been returned to baxter (B)(4) for evaluation. Upon completion of the evaluation, a follow up report will be submitted.